Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) the touchscreen is not working properly and needs to be replaced. There was no patient harm or injury reported.

Event description:
It was reported by the customer during routine test that the touchscreen of cardiosave intra aortic balloon pump (iabp) was not working properly. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d9, d10, e1(event site mail), g3, g6, h2,h3, h6 (type of investigation, investigation findings, component code, health effect impact code, investigation conclusion), h11 corrected fields: e1 (event site name) due to character limitation in e1: event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the touchscreen was not working. The fse tried pressing it, but nothing worked. The fse replaced the touchscreen assembly. The fse performed all tests and calibrations according to protocol.